Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while the surgeon fixed the plate, he scraped the bone and touched the plate for better positioning, and tried to set the drill guide on and off several times. Surgeon noted breakage of the tip of the drill guide. The surgeon did not recognize it was broken in the first operation or during the operation and did not find any residue in the patients body by x-ray imaging, and determined there was no residue. Surgeon did not find any residue in another area. The broken residue was found in the nozzle of the suction unit the next day. (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis.additional narrativesubject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.(B)(6): placeholder.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates the investigation shows that the threaded tip is badly damaged due to excessive mechanical force. The complaint condition is likely the result of applied mechanical force in a slanting direction causing the breakage. This is indicative of the user trying to move the plate, with the drill sleeves still connected, in a more favorable position. The manufacturing and material records were reviewed and no deviations to the specification were found. The broken surface is homogenous which indicates material conformity as well. No product fault could be detected. The instrument is more than 6 years old and seems to be often used. Placeholder.